Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a history anomaly from the insulin pump. The customer's blood glucose reading was 3.9 mmol/l. The customer also received critical pump error and inverse block did not add to zero. The customer reported alarm did not occur during the rewind/load reservoir/fill tubing process. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected critical block error alarms were noted during our testing. The insulin pump was programmed multiple boluses and monitored; all boluses delivered and were listed in the daily history screen; no history anomalies noted. The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump was received with scratched casing, minor scratches on the lcd window and pillowing keypad overlay.